Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the mesher ratchet handle was not working properly. The carrier could not advance forward. An additional skin graft was required from the patient, which caused an unknown delay to the procedure. Due diligence is complete and no additional information is available. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, g1, g3, g6, h1, h2, h3, h6 and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.